Manufacturer narrative:
The device was returned to the supplier and evaluated. A review of manufacturing records found that this device was manufactured on jan. 19, 2007, and is therefore out of warranty. Evaluation of the returned device found that the enclosure had dents and minor cracks at the corner. The lcd was not functional, there was damage to the analog board connector, and the battery would not hold charge. It was found that the unit was functional only if the patient¿s transducer cable was plugged into the front of the unit. When the unit was connected through the rear connector (p1 on the analog board) to an external monitor, the unit was not able to complete the ¿zero¿ function due to a broken pin. The lcd, battery and p1 connector on the analog board were replaced. Following this, it was confirmed that the instrument was functioning properly. The supplier was able to confirm an issue with reading the transducer under certain conditions. However, a conclusive cause of failure was not able to be determined based on the condition of the device as returned. Furthermore, it is likely that the age of the device, which was more than five years outside of warranty, and normal damage from regular use may have contributed to the reported issue. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Per customer icp express is not reading the transducer. Customer is sending in for repair. (B)(6) 2015 additional information reported by (B)(6) is that the event occurred during a case. No other details were available. No patient harm no delay in surgery

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.